Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an attempted subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they were getting high out of range shock lead impedances measuring 150-210 ohms during the painless test. The last lead repositioning, impedances measured 120 ohms therefore, a defibrillation threshold (dft) test was performed. However it failed to convert, and it took two external shocks to convert the rhythm. The physician decided to remove the system and will implant the patient with a transvenous device in the near future. The system is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during an attempted subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they were getting high out of range shock lead impedances measuring 150-210 ohms during the painless test. The last lead repositioning, impedances measured 120 ohms therefore, a defibrillation threshold (dft) test was performed. However it failed to convert, and it took two external shocks to convert the rhythm. The physician decided to remove the system and will implant the patient with a transvenous device in the near future. The system is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field patient information.

Event description:
It was reported that during an attempted subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they were getting high out of range shock lead impedances measuring 150-210 ohms during the painless test. The last lead repositioning, impedances measured 120 ohms therefore, a defibrillation threshold (dft) test was performed. However it failed to convert, and it took two external shocks to convert the rhythm. The physician decided to remove the system and will implant the patient with a transvenous device in the near future. The system is expected to be returned. No adverse patient effects were reported.